Event description:
My husband used a flowflex antigen test for covid and it came back positive. He went into isolation. Repeated test next day, also positive. Did a different brand rapid test and it was negative. Went to give a pcr sample to confirm. We did not get the results for 8 days, but it came back negative. He also did pcr testing 6 days after first positive and it was also negative. We believe this lot of flowflex tests has issues. He never had any symptoms. He completed five days of isolation. FDA safety report ID # (B)(4).